Event description:
The customer reported that two days prior to delivery a parent came in and had a fetal strip done which, was interpreted as being reactive, so the parent was sent home. The day before delivery, the parent was admitted and the admission strip was interpreted to be reactive with contractions. But in 2004 the strip showed a heart rate, but no contractions. The pt was delivered by caesarean and was "very stillborn."